Event description:
It was reported that during a laparoscopic procedure involving the 180 2-0 abs reload20cm, there were issues with suture fraying and breaking during removal from the reload. This problem occurred with 4-5 reloads from the same box. The reloads did not enter the patient as the sutures were fraying and breaking while being removed from the reload. To resolve the issue and complete the case, a switch was made to a different suture, although the specific type was not identified.

Manufacturer narrative:
D10 concomitant products: vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot#:n3f0202y), vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot#:n3f0202y), vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot#:n3f0202y), vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot#:n3f0202y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure involving the 180 2-0 abs reload20cm, there were issues with suture fraying and breaking during removal from the reload. This problem occurred with four reloads from the same box. The reloads did not enter the patient as the sutures were fraying and breaking while being removed from the reload. To resolve the issue and complete the case, a switch was made to a different suture, although the specific type was not identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.